Event description:
It was reported that during a lap sigmoid colon procedure the hand switch buttons would not activate the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.